Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump passed the rewind, basic occlusion, occlusion, prime, displacement, and excessive no delivery alarm tests. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a worn keypad overlay.

Event description:
Customer reported a button error on her insulin pump. She was doing an infusion set change when the act and esc pen became unresponsive. Customer's blood glucose is 365 mg/dl. She treated with an insulin pen. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.